Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock. A boston scientific technical services (ts) consultant reviewed the electrocardiogram strips and confirmed there was noise on the competitors right ventricular (rv) rate/sense and shock channels. The noise did result in ventricular pacing inhibition, and the patient subsequently experienced pre-syncope.